Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation as it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix was able to confirm the reported displacement of the alto main body that occurred on (B)(6) 2022. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest renal failure, acute kidney injury, a right arm thrombosis and an ileus occurred that were not included in the event as reported. These events were discovered on (B)(6) 2022 during a review of the discharge summary dated (B)(6) 2022 and the ultrasound dated (B)(6) 2022. Device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review however the acute kidney injury appeared to be related to transient renal hypo-perfusion that occurred during the initial procedure to restore flow to the renal arties. The procedure related harms identified were acute kidney injury, right cephalic vein acute thrombosis (arm), and an ileus requiring a nasogastric tube. The right cephalic vein thrombosis causation was not clear in the medical records. The final patient status was discharged on the fourteenth post operative day in stable condition to inpatient rehabilitation per the discharge summary date (B)(6) 2022. Currently the patient was reported to at their baseline with no renal failure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device remains implanted

Event description:
The patient was implanted with the alto abdominal stent graft system to treat an abdominal aortic aneurysm (aaa) on (B)(6) 2022. During this initial procedure, it was reported that the physician was moving the intergraded balloon up to the proximal neck at the polymer rings when the device was dislodged and moved forward covering both renal arteries. The physician was eventually able to cannulate the left renal and put a bare metal stent in for perfusion. It was reported that the aneurysm was sealed and the right renal was filling (blood flow) but the proximal sealing ring of the stent graft looked to be covering it. As there was blood flow within both renal arteries the case was completed. No patient harm was reported. During the clinical assessment that was completed on (B)(6) 2022, endologix become aware that on (B)(6) 2022 an ultrasound was performed, three (3) days post the initial procedure and renal failure was identified causing acute kidney injury. Also the right arm thrombosis and an ileus were identified. These were identified to be procedure related harms. No additional procedures were identified. As of 01jun2022, it was reported that the patient is back to their baseline and currently has no renal failure.